Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient developed redness under the sensor patch. Prior to sensor insertion the area was prepped with alcohol. The reaction was treated with an unspecified prescription oral medication. No additional patient or event information is available.